Event description:
A customer reported a low reading issue with the adc device. The customer did not have symptoms but had contact with a healthcare professional who obtained a glucose result of 309 mg/dl on their meter compared to a sensor reading of 56 mg/dl. The customer was diagnosed with hyperglycemia and treated with 8 units insulin (type unknown). There was no report of death or permanent injury associated with this event. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.